Manufacturer narrative:
B3 - date of event captured as 01jun2026no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that liquid leakage was observed at the base of the syringe connection connector. The event occurred before patient use at the facility.